Event description:
Additional information received reported that the clip locked fine outside of the skull, but when it was inserted into the base ring it would not lock. It was noted that the part was replaced.

Event description:
It was reported that the clip would lock outside of patient but would not lock once inside of base ring. It was noted that the 1.5 mm tip appeared ¿bulbus¿ and out of alignment with the rest of the contacts. It was further noted that it was never in contact with the patient. It was noted that both items were replaced and that the product was implanted without issue. It was noted that the patient¿s status at the time of report was alive with no injury and no adverse event. It was noted that there was no patient symptoms as a result of this event.

Manufacturer narrative:
Concomitant medical products: product ID 924256, lot# 082208413a: product type accessory. (B)(4).

Manufacturer narrative:
Analysis of the burr hole cover found no anomaly. It was noted that with a known good base and cap the returned disk was able to be securely clipped into the base and locked into a test lead and then capped with no issues seen.